Event description:
It was reported that the 9600 system locked up during a case. The 9600 system was rebooted but would not operate. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive, flash drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and placed back into service.